Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving buprenorphin (temgesic) 0.3 mg/ml at 0.36 mg/day via an implantable pump for and unknown indication for use. It was reported that during a refill procedure on (B)(6) 2018 , the motor stall was revealed. It was reported that from the log data it could be seen that the motor stall occurred on (B)(6) 2018 at 09.08. There were no reported patient symptoms. It was reported that a pump replacement was scheduled for (B)(6) 2018. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that there were no diagnostics/troubleshooting performed. It was reported that the issues was not resolved at the time of this report. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that the patient did not experience any symptoms to the knowledge of the hcp or representative. It was reported that the pump was replaced on (B)(6) 2019. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis identified wearing on the upper shafts of gear number one and the rotor magnet. If information is provided in the future, a supplemental report will be issued.